Event description:
Three increased intraperitoneal volume (iipv) situation were identified in the log of a returned homechoice (hc) device. This is report 2 of 3. The iipv occurred on (B)(6) 2009 during initial drain. The programmed fill volume at the time of the incident was 250ml. The drain volume was 2336ml. This volume meets baxter's iipv criteria. This device was reported as a training device but it is unknown if there was patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed both the homechoice return instrument test / evaluation (rite) electrical and functional tests and was determined to meet performance specifications. The product analysis lab (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipvs found in the device logs. The device functioned normally during pal testing. The cause of the increased intra-peritoneal volume (iipv) identified in the device logs was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.